Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
This information was inadvertently reported incorrectly on initial MFR. Report.

Event description:
It was reported that the vns patient has had two post-operative infections since she was implanted on (B)(6) 2012. The patient is seeking to have the device explanted. No known interventions have occurred to date. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Attempts for additional relevant information were made, but have been unsuccessful to date.